Manufacturer narrative:
It was noted that the device was implanted approximately 7 1/2 years ago. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "we revised because of a loose cup."